Event description:
The caller stated that this particular tube was only used for about a day because they were having difficulty suctioning. The tube was removed and they put back in the previous tube which had been in use for about 3 weeks prior, because they were able to use 10fr catheter with the prior tube.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.